Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio examined the removed sc pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u69. The removed ui pcb assembly was an ancillary part and there was no failure of the assembly.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would constantly prompt to "connect electrodes" when testing the device using a therapy cable attached to a test patient load. The lack of connection indicated that the test patient load was not being detected by the device; therefore defibrillation would not be possible, if it were necessary.